Event description:
It was reported that the customer had high blood glucose of 328 mg/dl. Caller stated that the insulin pump was alarming motor error and the drive support cap is protruding. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Drive support disk was inspected and no anomaly was noted. The insulin pump received with scratched lcd window and cracked reservoir tube lip.